Event description:
A report was received via legal summons that a female pt developed a fungal eye infection after using renu with moistureloc multi-purpose solution. Because of her condition, the pt suffered eye pain, vision limitations, loss of vision, eye redness, tearin , discharge, sensitivity to light, headaches and corneal inflammation/ulceration/injury. The pt was treated with an unspecified antifungal medication. The eye infection persists and continues to cause injury. It was noted that the pt might require monitoring.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate, there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.